Event description:
A review of journal articles states there were 5 cases of complications in htr surgeries.

Manufacturer narrative:
Upon reviewing literature articles for post market surveillance, a journal article was reviewed that reported complications of implanting htr products. Since the patient and part number is unknown, it is unknown if the report was previously reported to biomet microfixation, or if an MDR was previously filed. The package insert states this type of event may occur. If any additional information is received that adds content that is relevant to this report, a follow up report will be sent.